Event description:
A report involving a slippage and laceration was received about a mayfield skull clamp that was being used for a craniotomy. The mayfield skull clamp was in place about 20 minutes when the skull clamp did not hold the pt's head in place and a laceration on the forehead occurred. The laceration was repaired by the neurosurgeon and the pt is doing fine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.